Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "broken door latch & channel error." Reported problem cause description: "broken door latch & unit showing error 240.4150." Hence, the work performed in the device includes: "replaced door latch & pressure sensor. Performance verification done." There was no patient involvement.